Manufacturer narrative:
Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in patients who have undergone a previous endometrial ablation including the novasure endometrial ablation procedure. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an attempted novasure procedure there were three failed cavity integrity assessment (cia) tests. The pt then complained of shoulder and lower left quadrant pain. The physician aborted the procedure as he believed a perforation of the uterus may have occurred. The pt was transferred to the hospital where she underwent a hysterectomy that was scheduled if the novasure procedure could not be completed. We have been unable to obtain additional info surrounding this event. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). The cause for the suspected perforation could not be determined.